Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported on (B)(6) 2014 that the customer was in the hospital since last night, due to patient ran out of supplies. Customer had diabetes ketoacidosis and was not wearing the insulin pump since (B)(6) at 8pm. Customer stated that patient's mother passed away and she handled all his supply orders. The customer was advised that 2 infusion sets and 2 reservoirs would be sent. Customer's blood glucose was unknown. No further information provided.